Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information relevant to the reported event is received, it will be submitted in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump went out and a graphic display failure error was displayed during a procedure. The pump continue to run and was controllable via the speed knob. The procedure was completed without issue. The pump was restarted after the procedure and the issue recurred. There was no report of patient injury.

Manufacturer narrative:
The type of report was erroneously left blank in the first follow-up report, submitted november 3, 2017. The type of report should have been indicated as "additional information" and "device evaluation."

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A distributor service technician visited the facility and was able to reproduce the reported issue. The processor board was replaced and subsequent testing found no further issues. The replaced processor board was returned to livanova (B)(4) for further investigation. During evaluation, the reported issue was confirmed and the root cause was identified to be a non-conforming soldering joint in the graphic controller. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Corrective actions have been implemented for this type of issue.